Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 12 out of 12 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, which is consistent with a lens that was handled during insertion. Furthermore, a detached haptic was observed, however the customer reported that this occurred during handling for insertion, and therefore this cannot be confirmed to be related to manufacturing and no product deficiency could be identified. The lens was cleaned, and no additional cosmetic defects were observed. Dimensional inspection was performed on the remaining haptic and all measurements were within specifications. Device partially delivered could not be confirmed, because the complaint lens was returned outside/without a cartridge tip. No product deficiency could be identified manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis one piece monofocal intraocular lens (iol) got stuck in the incision of the patient's left eye, and the haptic broke off. No sutures or vitrectomy were required. The lens was replaced with a same model and diopter lens. The patient is fine post-op. No additional information provided.